Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed a post operative pocket infection. It was noted that the patient had a previous non-boston scientific transvenous system that was removed due to infection prior to implant of this s-ICD system. Interrogation of this s-ICD with a programmer also noted the device and electrode exhibited t-wave oversensing due to low signal amplitude r-wave measurements and large signal amplitude t-wave measurements that resulted in delivery of an inappropriate shock. The low signal amplitude r-wave measurements and large signal amplitude t-wave measurements were suspected to be related to infection and substance use. Surgical intervention was then undertaken. The physician reopened the device pocket and performed an antibacterial pocket wash procedure without complications. The physician noted no visible signs of device pocket infection and noted that the patient has a high white blood count post port-a-cath insertion that was suspected to be a possible source of repeat infection. The procedure was successfully completed and this device remains in service. No additional adverse patient effects were reported.